Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An excel micro tip plus was used during an endonasal approach for a tumor removal. The flue on the tip burnt the patient's nose. Additional clinical information has been requested.